Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the returned photo shows six needles and three sutures. The sutures attached to the three half moon shaped needles were broken proximal to the needle swage. It was reported that the sutures broke. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a right hemicolectomy, three sutures broke in succession. The first suture broke near the end of its use after being held and manipulated by large needle drivers. The second suture broke almost instantly after being held by the needle drivers. The third suture broke in a similar manner to the first, after approximately five minutes of use. All three sutures broke about one-third of the way down the suture, not at the end near the needle. It was replaced with a working suture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: vlocm1744 - vlocm1744 v-loc* 90 3-0 vio 23cm gu46 - lot# a4l1446vy vlocm1704 - vlocm1704 v-loc* 90 3-0 vio 15cm gu46 - lot# a4g1988vy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.